Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending analysis of the haze/mist/vapor issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of haze/mist/vapor issue was reviewed (april 2017 to october 2017) and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." Functional analysis was not performed as parts were not replaced as part of the service. The assignable cause of the haze/mist/vapor issue was the connection between the oil mist filter housing and the vacuum pump. The fse adjusted/reseated the parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter housing was adjusted to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported a ¿haze¿ emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to shut off the unit and discontinue use. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.